Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the device transmission revealed that there was a non-sustained right ventricular oversensing (nsrvo) alert for post -paced t-wave oversensing on the left ventricular lead. The patient did not receive any therapy during the oversensing. As there was only one episode noted, the clinic elected to continue monitoring the patient.